Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was noticed by the nurse noticed that the line was full of air, nurse promptly disconnected the patient from IV and assessed IV site. Site was found to be hardened approx 1 square inch. Nurse attached a flush to check for blood return and was unable to get blood return or push fluid into the canula. Nurse re-primed the IV line noticing that only air came out until fluid from a newly hung IV bag primed through. IV site was discontinued by the nurse. No further information provided.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.